Event description:
The customer stated that architect ca19-9 lot 11509m500 generated a result of 400 u/ml. The sample was repeated 1 week later and a result of 400 u/ml was generated. The patient was tested 1 week later and a result of 40 u/ml was generated with another method. In addition architect ca19-9 was tested on a new sample and a result of 70 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed falsely elevated patient results when using the architect ca 19-9xr reagent, list number 2k91-35, lot number 11509m500. Accuracy testing was completed on likely cause lot 11509m500 and passed indicating that the lot can accurately determine known concentrations of the ca 19-9 analyte. Customer complaint data was reviewed and the trend review and likely cause lot search determined that the complaint activity was not atypical in relation to the customer issue. The customer performed limited troubleshooting. They did not investigate the sample for possible interference nor did they provide the sample for investigation. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.